Event description:
A laboratory technician hit their head on the lid of a dimension vista 1500 during troubleshooting, resulting in an open head wound. The technician was treated on-site, stopping the bleeding.

Manufacturer narrative:
Siemens is investigating this incident.